Event description:
It was reported the patient had an appointment for a PICC line dressing change at the health center, and a nurse from there called us to inform that there appears to be a kink in the tube, so the patient was sent here. At the oncology clinic, it was discovered that there is a hole in the tube. It was only noticed when the bandage was removed and the tube was lifted, causing saline to leak out. No patient impact or change of treatment. The patient was not scheduled for any treatment today; this was in connection with a dressing change. No harm to the patient. The patient has only undergone one treatment with epirubicin and cyclophosphamide. Additional information was received for this event as part of a focus survey. The following additional detail was provided: PICC was inserted (B)(6) 2024 removed (B)(6) 2024. Total length 41cm, securement right positioning straight along the patient¿s arm, secured with securacath. PICC used for oncology treatment. No known occlusions. Leak identified by visible hole/fracture outside the patient (at exit site or on external part of PICC). No x-ray imaging of this incident is available. Patient attended exercise classes while using this PICC. Additional comments: the PICC felt fragile near by the hole. It felt dry and not soft and smote.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported the patient had an appointment for a PICC line dressing change at the health center, and a nurse from there called us to inform that there appears to be a kink in the tube, so the patient was sent here. At the oncology clinic, it was discovered that there is a hole in the tube. It was only noticed when the bandage was removed and the tube was lifted, causing saline to leak out. No patient impact or change of treatment. The patient was not scheduled for any treatment today; this was in connection with a dressing change. No harm to the patient. The patient has only undergone one treatment with epirubicin and cyclophosphamide. Additional information was received for this event as part of a focus survey. The following additional detail was provided: PICC was inserted (B)(6) 2024 removed (B)(6) 2024. Total length 41cm, securement right positioning straight along the patient¿s arm, secured with securacath. PICC used for oncology treatment. No known occlusions. Leak identified by visible hole/fracture outside the patient (at exit site or on external part of PICC). No x-ray imaging of this incident is available. Patient attended exercise classes while using this PICC. Additional comments: the PICC felt fragile near by the hole. It felt dry and not soft and smote.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter split was confirmed. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing at the 0 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) additionally, compression style damage was observed between the 2 cm and 4 cm depth markers. A review of the customer provided event information indicated that a securacath device was used as a PICC securement technique. However, the use of a securacath could not be correlated to the observed catheter split. Repetitive kinking of the indwelling catheter appears to have contributed to the observed split; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. A measurement of the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.